Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a brief loss of dexcom g7 continuous glucose monitoring data on the ilet while readings continued on the g7 mobile application, with values resuming on the ilet after approximately 5¿10 minutes. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included continued insulin delivery during the gap with no impact to blood glucose control and no medical intervention or hospitalization. Investigation included customer support troubleshooting and education, including confirmation of alert settings and verification of resumed data flow. Investigation of this case revealed a transient communication interruption between the cgm and the ilet without sensor failure or device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss likely due to transient connectivity conditions.